Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. The customer's blood glucose was 266 mg/dl. Customer successfully completed the load process and resumed insulin therapy.